Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station had issue adding new national drug code (ndc) to the medstation. The technical support specialist (tss) did not receive the admit message from admission, discharge, and transfer. (Adt) for the affected patient. The customer was requested to send an a01 hl7 message to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed one patient was not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.